Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It was reported that the ceramic tip broke and may have been left inside the patient. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 3 similar complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that in a shoulder arthroscopy surgery, during the use of the electrode when ablating it emitted sparks of a big relevance. The procedure was completed after many attempts to replace the electrode with a new one working properly. No patient aes have been reported. Additional information received via email from the affiliate on (B)(6) 2017: the sparking was inside the patient during ablation. There was ceramic breakage in 2 of the 3 electrodes used. The failure delayed the procedure about 20 minutes. This device was new. Additional information received via email from the affiliate on (B)(6) 2017: ceramic breakage happened only in 1 patient, the pieces were so small that they didn't manage to retrieve them, they only clean with the shaver.